Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 21-feb-2020, UDI#: (B)(4). Product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 08-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 72mm diameter abdominal aortic aneurysm. On the same date a viabahn vbx gore was implanted in the left renal artery. It was reported that "approximatley" 4 months later, the patient experienced chimney graft occlusion of the left renal artery. The patient was hospitalized. It was reported that the sponsor assessed the event as having a causal relationship to both the endurant device and to the non-medtronic renal stent. The investigator has assessed the event as related to the procedure and the non-mdt renal s tent. As per the physician, it was not possible to know the cause of the compression. It was reported that the chimney graft used was a device inside the IFU. It looked in the CT reconstruction that the device position was not above the covered part of the endurant, which probably led to the compression. The intraoperative angio showed an exact placement of the chimney graft in the middle of the suprarenal stent of the endurant device. Therefore, it was hard know if the device took a more horizontal position and dropped in the covered part of the endurant device or if this was the result of choosing too short a device. No additional clinical "sequalae" were reported. It was reported that the event had resolved with sequela.

Manufacturer narrative:
It was reported that after the CT was reviewed, the physician updated the suspected diagnosis to total reduced function of kidneys with parenchymal damage of both sides. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the sponsor have assessed the chimney occlusion event as having a causal relationship to the endurant device and to the renal stent and not relate to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported an endurant limb was implanted during a secondary procedure on the right side on (B)(6) 2019. The site have assessed the chimney occlusion event as having a causal relationship with renal stent and the procedure. The sponsor has assessed the event to be causally related to the endurant device and to the renal stent and not relate to the procedure. The site has assessed the reduced renal function as having causal relationship to the renal stent and the procedure and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the sponsor has updated their assessment of the reduced renal function as having a causal relationship to both the endurant and the renal stent but not related to the procedure. It was also noted on (B)(6) 2018 the patient was commenced on oral pain killers and received scintigraphy and CT of the kidneys where parenchymal damage of both kidneys was diagnosed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported the reduced renal function has been assessed as having a causal relationship to the procedure and the renal stent and not related to the endurant device by both the site and the sponsor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that there was parenchymal damage of both kidneys of 13% for the left kidney and 87% for the right kidney. With regard to the compression of the renal chimney graft on the left side; the cause of the compression is unknown. From CT reconstruction the chimney device is not above the covered part of the endurant. The intraoperative angio indicates the chimney graft was correctly placed in the middle of the suprarenal stent of the endurant device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that occlusion of the left renal covered stents, with stenosis of greater than 70% was observed again approximately one year post implant. It was also reported that an adjunctive procedure performed during the index procedure using a non-mdt peripheral stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event was resolved. The sponsor assessed the event as not related to the endurant iis stent graft, and related to the non-medtronic renal stent and the procedure.